Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that samples showed weak positive respectively false negative results when tested with seraclone anti-c in the tube technique. The customer was not able to provide a day of event. The customer returned the supposedly defective product seraclone anti-c for investigational testing and also one sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that samples showed weaker respectively (B)(6) reactions when tested with seraclone anti-c compared to the second clone (seraclone (2) anti-c.) The customer returned a patient sample as well as the complaint sample seraclone anti-c for investigational testing. Seraclone anti-c is clone ms24 whereas seraclone (2) anti-c consists of clones ms273 / p3x25513g8. Testing of the complaint sample returned by the customer compared to our quality control laboratory's retention sample showed no abnormalities. The minimum titer of 1:16 was exceeded. Seraclone anti-c lot 2602081-00 and seraclone (2) anti-c were also tested with various donor erythrocytes, including a sample with rh formula r1r, c weak. All (B)(6) reactions were correct and comparable. The patient sample sent by the customer was also tested with both reagents. In the rzt method with a 5 minute incubation at room temperature, the patient sample showed a 2+ (B)(6) reaction with seraclone anti-c and a 4+ reaction with seraclone (2) anti-c. When tested in the rzt method with a 15 minute incubation time, the reaction strengths were nearly comparable at 4w and 4. Since the clone ms24 (seraclone anti-c) can react weakly positively with rz erythrocytes, the rh formula of the patient sample was determined: the result is ccd.ee. This rh formula is the explanation for the customer's observed weaker positive reaction with seraclone anti-c compared to seraclone (2) anti-c. The instructions for use contain a corresponding note on the reaction mode of rz erythrocytes. In our tests, we were able to confirm the observation of the customer, but only regarding the rz erythrocytes. A general decrease of the positive reactions of seraclone anti-c compared to seraclone (2) anti-c could not be confirmed. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-c functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.